Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; grommet damage was observed.

Event description:
It was reported that during implant, the device stopped functioning when pressure was put on the wound pocket to stop the bleeding. The device was not used and was replaced. No patient complications were reported as a result of this event.